Event description:
While transferring the patient from chair to bed via lift. The s-hook gave and turned, this caused the hook to slip from the lift which in turn caused the patient to fall to the floor. Patient received a laceration in the back of head which was stiched at hospital and a bruise above her left eye. X-rays taken were negative. The s hook was removed from use and will be replaced. Reported to manufacturer rep. Via the phone on 4/29/93 at 10:10 a.mdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-93. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.